Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat test at 0.08805 inches. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
A nurse reported via phone call that the customer was hospitalized due to a high blood glucose level of 693 mg/dl. The nurse wanted to verify that the insulin pump was functioning properly. The customer was wearing the insulin pump at the time of admission. Troubleshooting did not show any malfunction of the insulin pump, but the nurse requested a replacement. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.